Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
It was reported to philips that the accept button on the navigation ring was not responding. The device was not in use at the time of the event. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The rse advised the biomed to remove the cover and depress the switch directly. If it works, then biomed should refit the cover so it actuates the button when pressed. If it does not work, the rse advised the biomed to then replace the switch pcba (printed circuit board assembly).

Manufacturer narrative:
G4:(B)(6) 2020 b4:(B)(6) 2020 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.